Event description:
Patient presented with swelling at the neck incision, redness and tenderness at the chest incision, and headaches. Physician prescribed antibiotics. Patient presented back to the physician with infection at the chest and neck. Physician brought the patient into the or and removed the inspire system.